Event description:
It was reported that unspecified bd¿ tubing was damaged, ballooning, and occluded. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that one of the channels connected to the pcu alarmed occlusion. The loaded set ballooned up and busted off while the nurse opened the door of the channel. Verbatim: we had an incident reported in ICU, where one of the channel out of four connected to the pcu dint alarm on occlusion. In the incident, the loaded set ballooned up and busted off while the nurse opened the door of the channel. It happened in on-going treatment on the patient when the nurse tried to inject the medication. We have the pcu along with its four channels quarantined after the incidence was reported and also we can provide the set which was used during this incident.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-08-05. Investigation summary one sample was received for quality investigation. The customer complaint of tubing defective/damaged was verified by visual inspection, however the customer report of blockage - complete occlusion could not be verified because the full sample was not received. The sample received was missing the upper portion of the infusion set from the drip chamber to the upper pumping segment fitting and therefore functional testing of the infusion set to verify fluid blockage - complete occlusion could not be conducted. Additional investigation of the tubing revealed that the silicone tubing of the upper pumping segment once had the securement collar on the tubing because their is still an impression of the collar on the tubing. Examination of the tubing shows signs that it may have been ballooned at the proximal end of the silicone tubing, however, it can not be verified because the slight difference in outer diameter of the tubing may have been caused by regular use of the infusion set. There are no further cuts or tears on the silicone tubing. A device history record review could not be performed because a model or lot number was not provided by the customer. Based on the information provided by the customer and investigation of the sample submitted, the root cause could not be fully determined, however, the probable cause for the separation of the tubing was the result of the nurse injecting medication into the infusion line. If medication is injected into a y-stie smartsite port above the alaris pump, this will cause the upper portion of the silicone pumping segment to balloon and possibly separate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged, tubing balloons / fluid blockage - complete occlusion, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing was damaged, ballooning, and occluded. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that one of the channels connected to the pcu alarmed occlusion. The loaded set ballooned up and busted off while the nurse opened the door of the channel. Verbatim: we had an incident reported in ICU, where one of the channel out of four connected to the pcu dint alarm on occlusion. In the incident, the loaded set ballooned up and busted off while the nurse opened the door of the channel. It happened in on-going treatment on the patient when the nurse tried to inject the medication. We have the pcu along with its four channels quarantined after the incidence was reported and also we can provide the set which was used during this incident.